Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that in september a doctor experienced a finger burn in the clinic before the cables were exchanged.

Manufacturer narrative:
Device evaluation: since the affected item was not sent in for inspection, this investigation was done based on information provided by the customer and research report by the product specialist service. The analysis shows that the risk of electrical breakdowns and burns was significantly increased by the specific application situation. The user used an unsuitable connection cable (erbe 20192-104), which meant that the hf connection of the 33121 handle was not completely insulated. In addition, the maximum technically permissible peak voltage of 3.0 kvp was significantly exceeded. Another decisive factor was that the index finger was positioned directly below the uninsulated connection, which further increased the risk of an electrical breakdown. No defects could be found in our handles. The incident could most likely have been avoided if the user had used the correct connection cable (e.g., karl storz 26005m) and adhered to the recommended voltage settings. The improper selection of components and the positioning of the finger thus contributed significantly to the damage. This event is filed under internal complaint ID (B)(4).